Event description:
It was reported that during predilatation of a lesion with an rx voyager in the mid circumflex artery, a dissection occurred. The rx vision stent was selected for treatment and was prepped for use. The stent was on the balloon prior to the removal of the stylet. The stent delivery system was advanced in the patient and was deployed; however, after deployment the stent could not be seen on angiography. A search for the stent found it located on the stylet on the back table. Another rx vision stent of the same size was used for treatment. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Dissections are known adverse events as listed in the rx voyager instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The 3.5 x 18 mm multi-link rx vision (1007849-18/0071941), is being filed under a separate MFR#.